Manufacturer narrative:
Additional phone # (B)(6). The device was received for evaluation. The investigation is pending.

Event description:
The event involved a plum 360¿ infuser where the customer reported that it continued to infuse after the bag of medication ran out. It was infusing approximately 5 ml of air into the patient. The rn on duty was able to use a syringe to pull out the 5 ml of air. There was patient involvement and no patient harm.

Manufacturer narrative:
Tests: self-test and visual inspect. Self-test passed. Visual inspection performed and passed. Performed the pvt testing on the device and passed all tests. The customer complaint wasn't confirmed that the device had any issues of continue pumping. The probable cause was not found, couldn't duplicate it. Engineering summarizes that: the auto program specified a delivery of 1000 ml. However, the actual program entered by the clinician called for delivery of 1200 ml. The pump delivered 1062.8 ml before being manually stopped by the user. During delivery, the pump delivered accurately to within 0.4% by volume (design tolerance is +/- 5.0%), engineering notes that it is not possible from logged data to definitively know the actual volume present in the bag at infusion start. Engineering evaluates that, not knowing definitively, the starting bag volume, the complaint could not be confirmed from the data and logs provided. However, it appears the customer may have over-programmed the bag volume (programming 1200 ml when the ap called for 1000 ml) and so engineering further evaluates that the complaint, while not confirmed, could be correct.